Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2012 and confirmed that it was operating within required specifications at the time of release.

Event description:
It was reported that the patient had a blood glucose level over 600mg/dl and sometimes had ketones. The patient reportedly used a syringe to treat the elevated bg and ketones and then would resume back on the pump. The reporter stated that she was not certain as to whether or not the patient disconnected from the pump when the bg went high. The patient did not seek medical help or advice to treat the elevated bg. The reporter believes that the pump is programmed correctly. The reporter stated that the bgs went high due to the pump powering off. The battery cap was reportedly noticed to be stripped two months ago and it was not securing to the battery compartment. The yellow o-ring was reportedly visible when the battery cap was attached to the pump. It was also stated that the battery cap was never replaced and was the original one to the pump. The reporter denied damage to the battery compartment or battery and there was no corrosion found in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.